Event description:
During an esophagogastroduodenoscopy (egd), a cook disposable hemostasis clip was used to treat an active bleed in the stomach estimated to be less than 1cm in size. The user closed the clip onto the targeted site and before the clip could be released from the deployment device, the drive wire snapped in the handle. The clip was closed at this point and the user was able to open the clip for removal from the targeted site. A new clip was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The drive wire has separated inside the handle. The proximal end of the drive wire has not been blasted. The clip remains attached to the device at the distal end. A close visual examination of the clip housing assembly was conducted. No discrepancies were observed. The clip housing was viewed under magnification to examine the housing for cracks, none were observed. During a functional tests the device was advanced through an olympus gif q20 endoscope (2.8mm channel) placed in a simulated upper gi position. Hemostats were used to manipulate the drive wire inside the handle. The clip opened and closed on a simulated tissue sample. The clip deployed and remained attached to the tissue sample. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been implemented in an effort to reduce occurrence of this nature. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.